Event description:
We received a summons regarding an invacare oxygen concentrator and a consumer passing.

Manufacturer narrative:
Manufacturer received summons alleging a user had passed away seeking a back up source of oxygen. Serial number provided suggests device is nearly 7 years old, service and maintenance history is unk. No details in the summons were provided. Invacare concentrators are to be used as an oxygen supplement and are not considered life supporting or life sustaining. MDR filed based on alleged death.